Manufacturer narrative:
H10: the lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was not returned for evaluation. Therefore the investigation is inconclusive for the reported positioning failure and misfire.based on the available information, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fem10080 endovascular stent graft allegedly experienced positioning failure and misfire. This information was received from one source. The event involved a patient with no known impact to the patient. The age, weight and gender of the patient were not provided.

Manufacturer narrative:
H10: the previous MDR was incorrectly submitted with FDA rn number 9681442. The correct FDA rn number for this report is 2020394. H10: as the lot number for the device was provided, a manufacturing review was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fem10080 endovascular stent graft allegedly experienced positioning failure. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The age, weight and gender of the patient were not provided.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fem10080 vascular stent graft allegedly experienced positioning failure. This information was received from one source. The event involved a patient with no known impact to the patient. The age, weight and gender of the patient were not provided.